Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end forceps cover was damaged, wear and tear to switch 1 and biopsy channel, and movement to the bending tube. However, these defects alone are not considered severe enough to cause a potential adverse event. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: bacillus spp. Mesophiles (30°c). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation and the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method: during pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, aerator channel, and auxiliary channel. Detergent used is salvanios premium. During manual cleaning detergent used is salvanios premium. Brushing is performed for the suction channel, suction piston, suction access port, and distal end/elevator area. Brushed used are nova clean (life partner) brand, model number cj-kesb-230-06, lot number 2021070636vcbk. Automatic endoscopy reprocessor (aer) device is soluscope slv305401. Detergent used with it is soluscope a, soluscope p and disinfectant used is soluscope paa. The device is stored horizontally on a tray. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.